Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high capture thresholds. Additionally, the patient stated that they heard the device beeping. Technical services (ts) reviewed the reports and noted that there were no issues that would have caused the beeping. Ts suggested data analysis to find out why the device was beeping. The device remains in use. No adverse patient effects were reported.